Event description:
Caller reported an error with their continuous glucose monitor, indicated as cgm error 42. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support, which involved a complete pump reset, and successfully started a new sensor session without further errors.